Event description:
As reported by the affiliate, a 2.5x15mm firestar balloon withdrew with difficulty. The surgeon tried many ways to withdraw it. No adverse event on the patient.

Manufacturer narrative:
As reported by the affiliate, a 2.5x15mm firestar balloon withdrew with difficulty. The surgeon tried many ways to withdraw it. No patient injury was reported. There were no kinks or other damages noted prior to inserting the product into the patient and the device prepped normally. ¿now the patient is fine.¿ one non sterile sakura fire star, 2.50 x 15 was received coiled inside a plastic bag. The balloon was already inflated and was received fully deflated. Kinks were observed in the body/shaft at 13.5 and 21.5 cm from the distal tip. No more anomalies were found. Functional insertion/withdrawal test was performed according to ppe (B)(4). A guide wire 0.014¿ ((B)(4). 15, lab sample) was inserted through the unit, no resistance or friction was detected. The balloon was inflated and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon withdrawal difficulty¿ was not confirmed since the returned device performed as intended during analysis. The exact cause of the difficulty could not be conclusively determined. The analysis notes two kinks in the returned device. Based on the information available for review, no kinks were noted at the time of use. It is possible that the kinks occurred during packaging/shipping of the returned device. Neither the DHR review nor the analysis suggests that the failure is related to manufacturing process. Therefore no actions were taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.